Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. (B)(4).

Event description:
Customer reportedly received the following results, with two different meters, within 10 minutes: "70 something" mg/dl on compact plus meter (system 1) and 121 mg/dl on compact plus meter (system 2). A different drum was used on each meter but they were of the same lot. No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.